Event description:
Rptr indicated that a vns pt developed an infection at the lead and generator incision sites eight days post vns implant surgery. Pus was noted at the neck incision and the chest incision had a non-healing center. Cultures of the neck incision grew out staphylococcus aureus. The chest incision sutures were removed. The pt underwent "washout" of the incisions under general anesthesia and had a course of antibiotics. No vns prods have been explanted. Good faith attempts are in progress regarding the cause of the infection.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.